Event description:
It was reported the device was returned for repair due to a cracked case at the ventricle terminal. The device was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lower case is cracked at the ventricular terminal. Upper case, side bail covers, ring cover, and battery drawer are broken. Battery release, heart block, and lead flex cover are contaminated. The ring is missing.